Event description:
Customer reported a malfunction on the pump, identified as ¿malf 9.¿ there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the issue returns.